Event description:
It was reported that, loss of capture and noise resulting in oversensing was noted on the device. No intervention has been performed. The patient was stable and will continue to be monitored.